Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the two medications could not be wasted from ccm081 pyxis due to a bloated database. A technical support specialist (tss) via remote smart service (rss) initially indicated the database was bloated (12,227 mb total, 11,021 mb used). Review of rss maintenance and data synchronized logs showed errors; however, the site had full structured query language (sql) licensing and was not subject to standard database size limits, so the database was not considered bloated. The issue was determined to be unrelated to the waste failure, as no underlying data source errors were found and the transaction completed on the next attempt, suggesting a transient application issue or user cancellation. Existing logs were placed into ephi to preserve data while awaiting customer response. Tss confirmed that synchronized status is current. Synchronized errors are all network related and self resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user dispensed hydromorphone and intended to waste the syringe. When the witnessing nurse attempted to enter her credentials, the system returned to the home screen. Upon navigating back to the patient profile, it showed that the medication had not been removed. The user repeated the process, successfully removed the medication, and completed the waste without further issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user dispensed hydromorphone and intended to waste the syringe. When the witnessing nurse attempted to enter her credentials, the system returned to the home screen. Upon navigating back to the patient profile, it showed that the medication had not been removed. The user repeated the process, successfully removed the medication, and completed the waste without further issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.